Event description:
A report was received that the patient was experiencing tightness in the chest, shortness of breath and a radiating back and chest pain. It was still unknown if it was device related.